Event description:
The customer reported that no desat alarm was provided when an infant's spo2 level dropped to 83%.

Manufacturer narrative:
The hosp biomedical engineer called the remote technician assistance ctr (r-tac) and reported that no desat alarm was provided when the infant's spo2 level dropped to 83%. The biomedical engineer called back and reported that the device is configured with a 20 second alarm delay for desat alarms, and that the infant's spo2 level was not below the desat limit of 85 long enough to trigger the desat alarm. A follow-up call was placed to the biomedical engineer, who confirmed that a yellow limit violation alarm was provided when the infant's saturation level dropped below the low limit setting of 90 (10 second configured delay). A nurse was attending to the infant as the infant's saturation dropped below the desat limit of 85. The infant was stimulated, and o2 saturation improved. The biomedical engineer confirmed that the infant's saturation level was not below the desat limit long enough to trigger the desat alarm, as the delay (trigger time) is configured for 20 seconds. The biomedical engineer said that during his call to the r-tac, the r-tac clinical support engineer provided an explanation of alarm delay (trigger) and averaging times to him. The biomedical engineer also reported that no decision has been made yet regarding any changes to the configured alarm delay (trigger) times. This is not being considered a device malfunction, but rather, user misunderstanding of the configured alarm delay (trigger) times. Device labeling (IFU) adequately describes alarm delay settings. No further calls have been logged for this customer issue. No further investigation or action is warranted.